Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), device expulsion ('migration of essure device: into the uterus\migration') and menorrhagia ('abnormal bleeding (menorrhagia)\menorrhagia (heavy menstrual bleeding) in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "my body was rejecting the essure". The patient's previously administered products included for prevent pregnancy: depo-provera from 2011 to 2012. Concurrent conditions included overweight, breast pain, chlamydia trachomatis infection and dysuria. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migrana) since 2018 and amoxicillin since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infection") and cystitis ("bladder or urinary problems or changes:bladder infection"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("abnormal bleeding (vaginal). In september 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced genital rash ("rashes on private part and thighs") and rash ("rashes on private part and thighs"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss: weight loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and depression ("psychological or psychiatric problems condition: depression\psych injury"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 11 months 12 days after insertion of essure. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) and vision blurred ("vision/eye problems type:blurred vision"). In 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dry mouth ("other injury(ies) or complication please describe: dry mouth"). In (B)(6) 2017, the patient experienced dental caries ("dental problems : tooth decay"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced bacterial infection ("infection (bladder/urinary tract/vaginal) type:bacterial infections"). In (B)(6) 2019, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), faeces hard ("gave me a stool softener"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, docusate sodium (stool softener), miconazole nitrate (monistat), ondansetron hydrochloride (zofran), salbutamol (albuterol hfa), vaccinium macrocarpon fruit (cranberry juice) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal hemorrhage, vaginal discharge, mood swings, genital rash, rash, urinary tract infection, vulvovaginal mycotic infection, cystitis, bacterial infection, female sexual dysfunction, depression, migraine, nausea, dental caries, weight decreased, constipation, dry mouth, vulvovaginal pain, abdominal pain upper, faeces hard, vision blurred, alopecia, back pain, abdominal pain, headache, weight increased and nervous system disorder outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bacterial infection, constipation, cystitis, dental caries, depression, device expulsion, dry mouth, dysmenorrhoea, dyspareunia, faeces hard, fatigue, female sexual dysfunction, genital rash, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back, psych injury, migration, perforation uterus, bladder problems , urinary problems., bladder infection .,uti, vaginal. Infection vaginal . Discharge, fatigue ,gi conditions ,hair loss, dental problems., hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain, weight loss discrepancy- date(s) of insertion - (B)(6) 2003, (B)(6) 2013. Date(s) of removal - (B)(6) 2018. Confirmation test - (B)(6) 2003, (B)(6) 2013. Complications during removal surgery: other, surgery not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Imaging procedure - in (B)(6) 2013: result was not reported. Ultrasound pelvis - on (B)(6) 2018: cavity normal, essure coil seen on the left side, right side ostia seen no essure coil seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received. Lab data, reporters information and medical history were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), device expulsion ('migration of essure device: into the uterus\migration') and menorrhagia ('abnormal bleeding (menorrhagia)\menorrhagia (heavy menstrual bleeding)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "my body was rejecting the essure." The patient's previously administered products included for prevent pregnancy: depo-provera from 2011 to 2012. Concurrent conditions included overweight. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migrana) since 2018 and amoxicillin since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infection") and cystitis ("bladder or urinary problems or changes:bladder infection"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced genital rash ("rashes on private part and thighs") and rash ("rashes on private part and thighs"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss: weight loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and depression ("psychological or psychiatric problems condition: depression\psych injury"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 11 months 12 days after insertion of essure. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vision blurred ("vision/eye problems type:blurred vision"). In 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dry mouth ("other injury(ies) or complication please describe: dry mouth"). In (B)(6) 2017, the patient experienced dental caries ("dental problems : tooth decay"). In august 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced bacterial infection ("infection (bladder/urinary tract/vaginal) type:bacterial infections"). In (B)(6) 2019, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), faeces hard ("gave me a stool softener"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, docusate sodium (stool softener), miconazole nitrate (monistat), ondansetron hydrochloride (zofran), salbutamol (albuterol hfa), vaccinium macrocarpon fruit (cranberry juice) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, mood swings, genital rash, rash, urinary tract infection, vulvovaginal mycotic infection, cystitis, bacterial infection, female sexual dysfunction, depression, migraine, nausea, dental caries, weight decreased, constipation, dry mouth, vulvovaginal pain, abdominal pain upper, faeces hard, vision blurred, alopecia, back pain, abdominal pain, headache, weight increased and nervous system disorder outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bacterial infection, constipation, cystitis, dental caries, depression, device expulsion, dry mouth, dysmenorrhoea, dyspareunia, faeces hard, fatigue, female sexual dysfunction, genital rash, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back, psych injury, migration, perforation uterus, bladder problems, urinary problems, bladder infection, uti, vaginal infection vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain, weight loss. Discrepancy- date(s) of insertion- (B)(6) 2013. Date(s) of removal- (B)(6) 2018. Confirmation test- (B)(6) 2003, (B)(6) 2013. Complications during removal surgery: other, surgery not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Imaging procedure - in (B)(6) 2013: result was not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events- back pain, abdominal pain, perforation: uterus, headaches, weight gain, nuero condit/problem, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: into the uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "my body was rejecting the essure". The patient's previously administered products included for prevent pregnancy: depo-provera from 2011 to 2012. Concurrent conditions included overweight. Concomitant products included acetylsalicylic acid;caffeine; paracetamol (excedrin migrana) since 2018 and amoxicillin since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and cystitis ("bladder or urinary problems or changes:bladder infection"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced genital rash ("rashes or skin conditions type: rashes on private part and thighs") and rash ("rashes or skin conditions type: rashes on private part and thighs"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss: weight loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 11 months 12 days after insertion of essure. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vision blurred ("vision/eye problems type:blurred vision"). In 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dry mouth ("other injury(ies) or complication please describe: dry mouth"). In (B)(6) 2017, the patient experienced dental caries ("dental problems : tooth decay"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced bacterial infection ("infection (bladder/urinary tract/vaginal) type:bacterial infections"). In (B)(6) 2019, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced faeces hard ("gave me a stool softener"). The patient was treated with antibiotics, docusate sodium (stool softener), miconazole nitrate (monistat), ondansetron hydrochloride (zofran), salbutamol (albuterol hfa), vaccinium macrocarpon fruit (cranberry juice) and surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, mood swings, genital rash, rash, urinary tract infection, vulvovaginal mycotic infection, cystitis, bacterial infection, female sexual dysfunction, depression, migraine, nausea, dental caries, weight decreased, constipation, dry mouth, vulvovaginal pain, abdominal pain upper, faeces hard, vision blurred and alopecia outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain upper, alopecia, bacterial infection, constipation, cystitis, dental caries, depression, device expulsion, dry mouth, dysmenorrhoea, dyspareunia, faeces hard, fatigue, female sexual dysfunction, genital rash, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram in (B)(6) 2013: result was not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event of "injury nos" was replaced with pelvic pain. New events added mood swings, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, yeast infection, bladder infection, bacterial infections, apareunia, depression, rashes on private part and thighs, migraines / headaches, migration of essure device: into the uterus, nausea, tooth decay, dysmenorrhea (cramping), dyspareunia, fatigue, weight loss, constipation, dry mouth, vaginal pain, stomach pain, vaginal discharge, gave me a stool softener, blurred vision, hair loss and my body was rejecting the essure were added. Concomitant conditions, concomitant, historical & treatment drugs were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.